Manufacturer narrative:
The device was evaluated by the returns department which found that the issue was unable to be duplicated.

Event description:
Dealer states the low o2 alarms do not work and the unit has 6463 hours.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer states the low o2 alarms do not work and the unit has 6463 hours.